Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/28/2020. The following information was requested, but unavailable: procedure name? Unknown. Patient's condition? Unknown. Additional h3 investigation summary : it was reported pull off - suture needle. An empty opened foil, a needle and a suture of product code v2180, lot # ppbctjw0 were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and a suture piece could be observed into the barrel hole. During the visual inspection of the suture, the end was noted cut appears to be by de the use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. One picture was provided for analysis. Upon visual inspection of the picture, one empty open foil, one labeled winding former, detached needle and suture of product code v2180, lot ppbctjw0 could be observed. However, no conclusion could be reach as to what may have caused the reported incident. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date? Patient's condition? A manufacturing record evaluation was performed for the finished device lot ppbctjw0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle. It was not a control release needle. There were no adverse patient consequences reported. Additional information was requested.